Event description:
It was reported that far r-wave oversensing was observed on auto-mode switch episodes. No patient symptoms were reported. Programming changes will be made at the next device check.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.